Event description:
The tab that is part of the locking mechanism on the a lateral poly insert broke after the insert was impacted several times with a mallet during insertion.

Manufacturer narrative:
The tab that is part of the locking mechanism on the a lateral poly insert broke off after the insert was impacted several times with a mallet during insertion. The b lateral poly insert was implanted. Review of the device history record indicates that the device was manufactured to specification.